Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Troubleshooting was performed, and the drive support cap was protruded. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. A scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip noted.